Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomerieux to report a discrepant organism identification on the vitek 2 yeast (yst) identification (ID) test kit (ref (B)(4). Candida albicans was misidentified as stephanoascus ciferrii. The customer states the organism is a known candida albicans strain used for qc testing; however, it is not a strain developed for qc and recognized or recommended by biomerieux. There is no indication or report from the hospital or treating physician to biomerieux that the organism misidentification led to any adverse event related to any patient's state of health. No patient was directly associated with the isolate. Culture submittals were requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) reported a misidentification of candida albicans qc organism atcc® 10231tm as stephanoascus ciferrii in association with the vitek® 2 yst ID test kit. Biomérieux investigation was conducted. Testing was performed using atcc® strain submitted by the customer. Vitek® 2 yst ID cards (customer lot and random lot): very good identification to candida krusei on customer lot, and low discrimination between candida krusei/c. Incospicua/c. Lambica on the random lot. Vitek® ms: very good identification to candida krusei. Api® candida: good identification to candida krusei. In summary, testing with the strain submitted by the customer indicates the strain is not candida albicans, but is instead candida krusei. The investigation did not duplicate the misidentification obtained by the customer. Testing was also performed using the in-stock atcc® 10231 candida albicans. Vitek® 2 yst ID cards (customer lot and random lot): organism identification to candida albicans. Vitek® ms: organism identification to candida albicans. Api® candida: organism identification to candida albicans. The in-stock strain (known to be candida albicans) was properly identified by all methods of testing. The investigation did not duplicate the customer result to the species stephanoascus ciferrii. The investigation confirmed that the sample received from the customer is not the expected candida albicans atcc® 10231. The vitek® 2 yst-ID cards are performing in accordance with specifications.